Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foambecame degraded and caused a patient to develop a rise in carbon monoxide levels. The patient was hospitalized in response to the reported event. The reported event of rise in carbon monoxide levels and its reported severity was reviewed by the manufacture's clinical expert. The reported event are assessed as serious injuries but are not related to the device due to non-usage and there is no reported device malfunction. Therefore, the device did not cause or contribute to a serious injury or death. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on oct 09, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging develop a rise in carbon monoxide levels related to bipap device's sound abatement foam. Additional information was received about the allegation of death (previously patient was hospitalized in response to the reported event). The sections b2, h1, h6 have been updated in this report as follows: section b2 was changed from hospitalization to death section h1 was changed from serious injury to death. Section h6 health effect: impact code has been updated in this report.

Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop a rise in carbon monoxide levels. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.